Event description:
On june 5, 2012, intuitive surgical received a legal complaint regarding a patient who underwent a da vinci s hysterectomy procedure at (B)(6) medical center ((B)(6)) on or about (B)(6) 2010. The patient alleges that due to improper positioning prior to and/or during the procedure, she sustained a fractured coccyx and lumbosacral plexopathy, causing permanent pain and disability.

Manufacturer narrative:
Despite multiple requests, the surgeon who performed the patient's surgical procedure has not provided intuitive surgical with any additional information regarding this event. A follow-up medwatch report will be submitted if additional information is received.